Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was not able to duplicate the complaint. The customer calibrated the unit and was functioning as per manufacturers specification. If additional information is received, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement.